Manufacturer narrative:
(B)(4). For the lead revision that led to this lead issue, see manufacturer report #2649622-2016-00305.

Event description:
The patient reported via the manufacturer representative (rep) that there was a lead issue. The lead issue was further clarified to be that the patient was not getting coverage where he wanted it and was therefore having a revision. The revision had not yet occurred at the time of the call but it was scheduled for the day following this report. Additional information received from the rep in response to follow-up reported that the lead revision was performed on (B)(6) 2016. The doctor attempted to move the existing lead but was unable to. He then attempted to put in a new lead but was unable to position it. Testing was done intraoperatively and the patient was still not satisfied with the coverage. He opted to have the leads and stimulator removed entirely and explore other options for pain control. The patient had not regained full therapy at the desired location. Relevant medical history included non-malignant pain.